Event description:
The lay/pt contacted lifescan in 2006, and alleged that his surestep meter was reading inaccurately high. The medical affairs specialist was unable to reach the pt via phone after several attempts through the over-the-phone interpretation svc. A letter was also sent to the address provided. The pt reported that he no longer had the subject meter because it was "reading high" such as in the "500s". He stated that after the meter read 500s, he took insulin and started to feel nervous, had blurred vision, and had a headache. He was taken to the hosp where his blood glucose level read "less than 40". He was given orange juice with sugar. The time between taking the dose of insulin and developing symptoms was not provided by the pt. This event occured about 2 yrs ago. Troubleshooting could not be completed since the pt no longer had the meter with him. Therefore, it is not known if the meter was set in the right unit of measurement, if it was coded correctly, there is no info regarding the test strips or the pt's testing technique. This complaint is reported because the pt administered insulin based on the high result on the reported meter, then experienced symptoms, and was treated for hypoglycemia at the hosp.

Manufacturer narrative:
Device ID for d4 (other #) is 1-av-1086.